Manufacturer narrative:
The system was examined and the reported footswitch charging issue¿ was confirmed. The footswitch charger was replaced to resolve the issue. The issue with ¿non-phaco power¿ was not replicated, however. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported footswitch issue can be attributed to the nonconforming footswitch charger. Based on the information obtained, the root cause of the reported phaco power issue cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a footswitch error and phaco was not working before a procedure. An alternate system was used to initiate and complete the procedure with no patient harm.